Manufacturer narrative:
After further review of the complaint, it was determined sections b2 was filled out incorrectly in the initial complaint. The customer did express they had high blood glucose however, the high blood glucose did not contribute to a hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl due to bent cannulas. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot and did not send the product back for analysis.